Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the stall was not determined. The pump was put at minimum rate. The patient had withdrawal symptoms and sever pain; the doctor called in oral medications. The patient's weight was not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown, 25 mg/ml, 8.4 mg/day) via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump logs reported a motor stall occurred, motor stall active. The patient did not recently have an MRI (magnetic resonance imaging). The patient was in excruciating pain. No further complications were reported.